Event description:
On (B) (6) 2008, the pt and her husband reported that the infusion device was making a strange "grinding noise" while retracting the piston rod. After the piston rod was retracted an e10 (cartridge) error was displayed. The error was cleared by pressing the check button twice. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.